Event description:
The pt was implanted with the MFR's clinical trial lvad. It was reported by the clinical research coordinator that the pt, while at home, experienced a power interruption due to a power outage from a storm. The pt's wife also reported that the pt had slept through the storm and did not hear any alarms. The pt lost consciousness for a brief period of time, but aroused with normal mentation after the pt's wife switched him from the power base unit (pbu) to battery power. The pt and his wife did not know the duration of the power interruption and loss of consciousness. The pt went to the clinic and was examined, and was found to be stable. A clinical history of the lvad was reviewed and a low voltage alarm and decreased flow to 8000 rpm was noted. The system was evaluated and the batteries, the emergency power pack and the internal battery of the pbu was replaced. Strategies on how to prevent episodes like this from occurring again were discussed with the family. The pt was released to return home and there have been no further issues.

Manufacturer narrative:
The power base unit will not be returned to the MFR for eval, as the device was cleaned and the internal battery was replaced by the hospital's perfusionist. The pt is at home with no further issues. A review of the device history records for the device revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.